Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump is experiencing a shortened battery life. No additional information was provided. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.